Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's wife reported via phone call that the insulin pump had been alarming battery out limit alarms and had been having blank display. Customer's blood glucose was 264 mg/dl. During troubleshooting, customer reported the insulin pump alarmed a failed battery test. After troubleshooting, customer was advised that the battery cap will be replaced. Customer will not be returning the device for analysis.